Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb signs of fluid droplets on the video image. Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m with drive pcb. In addition, we confirmed that the cmos-m with drive pcb cloudy (not clear view), the insertion flexible tube (ift) buckled, the operation channel leak, the remote control buttons cut, the lg air/water socket cylinder loosened, the distal body worn out, and the angle wire grinding; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.